Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports (same failure, same catalog ID number, different patients). Other mfg report numbers: 3013886523-2025-00025. 3013886523-2025-00026. A facility reported a bactiseal catheter kit (ID ns0340) was implanted on (B)(6) 2024 and it could not be observed on x-ray after implantation. No patient injury/consequences reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter kit (ID ns0340) was returned for evaluation. Device history record (DHR) - the product code ns0340 with lot 7354614 conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; no defect was noted. The catheter was irrigated, no occlusion and no leak noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to the catheters implanted position.

Event description:
N/a.